Event description:
Related manufacturer report number: 3006705815-2023-08184 it was reported that the patient had impedances on both implanted leads as well as the patient was unable to set the ipg to MRI mode. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein the scs system was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete device information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.